Event description:
A 31 yr old female pt was being treated for sepsis msof. The staff attempted to defibrillate the pt at 200 joules using multi-function pads, when they allege they observed arcing. The staff changed the multi-function pads to another set of multi-function pads, and attempted to defibrillate at 300 joules, when they again observed arcing. The staff then changed from the multi-function pad to defibrillator paddles, and were able to successfully convert the pt with one discharge at 300 joules. The pt subsequently expired. The complainant indicated that the pt outcome was not included in the user's event report because they felt that the pt outcome was not attributable to the alleged malfunction.